Event description:
The physician implanted a 25mm helex septal occluder in 2007 to close a 9-10mm aneurysmal asd (atrial septal defect). At the 3 and 6 month follow up, the device looked to be in position; however, on a tte (transthoracic echocardiography) on approx eight months later, the physician suspected that the device had changed position and that a residual leak was present. On 2008, the physician and a gore clinical specialist reviewed the images and it was reported that the images from that day and the implant images appear to show an unequal deployment with more of the device on the right side of the septum. The physician was able to cross the septum and balloon size the shunt at 5mm. A 25mm amplatzer pfo occluder was implanted so that the left disc covered the helex left disc and the right disc was positioned in between the septum and the right disc of the helex device. No residual shunt was noted at the conclusion of the procedure. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Post implant images were reviewed. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.